Event description:
On (B)(6) 2011 the patient contacted animas alleging that she programmed a temp basal setting on her insulin pump last night but now the setting has been cancelled. The customer support representative (csr) went through troubleshooting and was unable to determine why the temp basal setting was cancelled. There were no allegations of harm or injury as a result of the reported issue. There was no patient impact associated with this complaint; however, this complaint is being reported because the reported issue was not resolved with troubleshooting. A replacement insulin pump was sent to the patient. The patient was advised to go on a backup plan.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):no activity outside of normal patient use was observed in the black box or download histories. The black box showed a temp basal prgram began on (B)(4) 2011 at 10:05 pm and ended 10:08 pm. During testing, a temp basal was successfully run for 24 hours. The complaint was unable to be duplicated during testing.